Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Three accuracy tests were performed, the pump was found to be over delivering to the manufacturing specifications. The root cause of the reported issue was found to be the pump was out of specification. Actions were taken to mitigate the reported issue: it was recommend that the pumps expulsor be trimmed in order to bring the delivery into more nominal of a range.

Event description:
It was reported that the pump was under infusing. No patient injury was reported.